Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary: analysis information: product ID# c3tr01. The device was returned and analyzed and no anomalies were found. Concomitant product: implantable pulse generator product ID: c3tr01, implanted: (B)(6) 2013. (B)(4).

Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned from an unknown source with no information. No date of date has been reported however the date of implant is less than one year from the receipt date of the device system. A cause of death was requested and not received.